Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No excessive of lubricant was noted on the device. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure, there was excess lube on the device. There were no patient consequences. Case completed with another device of the same product code.